Manufacturer narrative:
(B)(4). Insulin pump received with cracked battery tube thread, broken reservoir tube lip and cracked on display window noted

Event description:
It was reported via phone call that cracks on reservoir lip, battery compartment and display. The customer¿s blood glucose level was 8.6 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.